Event description:
Rptr states that pt has been instructed on how to use the pump and has shown aptitude in the use and understanding of the device. After several doses of medication were administered by the pump on successive days, the pump alarmed 'repair check' twice during one dose. New tubing was used and pump delivered appropriate dose of medication.